Event description:
Covidien progrip mesh was defective upon opening package. Reference #: lpg1510al lot #: pwh1641x mesh was not implanted into patient. Mesh was taken off sterile field and rep for product has been contacted.